Event description:
Received mandatory medwatch from the customer which states, "medial port of left subclavian triple lumen device broke off during portable chest x-ray. Inserted in 2001. Pieces retained by risk mgmt." Add'l info received from the report source during phone conversation: the triple lumen catheter was inserted in the o.r. On in 2001. The break occurred 5 days later in the ICU at the hub of the middle port. The pt was having a portable cxr at the time of the break. Reporter states there was no tension on the line and it did not appear to be caught anywhere. When the break occurred, the staff knotted the port to prevent leakage and air entering the system. There was no report of blood loss. Unknown to the reporter what was infusing via the port. The catheter was not removed right away, as the port was not needed. The pt was transferred to the step down surgical unit where it was determined the port was needed. The catheter was removed and another inserted. No signs or symptoms of infection. No adverse pt effect. Add'l pt info was requested, but no further info was available.